Event description:
The customer reported via phone call that they were experiencing high blood level. Customer¿s blood glucose level at the time of the incident was over 400 mg/dl and current blood glucose level was 428 md/dl. Customer stated that they used syringe to correct their high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump for under delivering insulin because they woke up to high blood glucose. Auto mode feature was not active at the of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.